Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarms noted during testing. The device had normal operating currents. The device was monitored and no unexpected battery out limit alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer's father reported via phone call, the customer was having issues with the keypad on the insulin pump. Customer stated the device had alarmed battery out limit. Customer was attempting to enter her carbohydrates and the number started to scroll. They removed the battery and that is when the battery our limit alarm occurred. They removed the battery again and the device is working fine. Customer's father inserted the same battery and the device alarmed failed battery test. Customer's blood glucose was 85 mg/dl. Customer's father didn't recall any significant event which may have caused the keypad. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.